Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical and physiological complication and a product analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."

Event description:
Patient reported "my lap-band slipped twice, and they took it out the second time." No further information was provided. Follow-up findings: the patient stated that "the surgeon confirmed band slippage upon performing a barium swallow test." Information regarding the first band slippage treatment without explant has not been provided. The second band slippage resulted in the device being removed without replacement. The patient did not provide permission for allergan product support to follow up with physician.